Event description:
It was reported that patient with a history of infection underwent knee revision on (B)(6) 2012. A subsequent revision procedure was performed on (B)(6) 2012 due to infection. The joint was washed out and the bearing was removed and washed then reimplanted. The locking bar was removed and replaced. No further information has been provided to date.

Manufacturer narrative:
This device is reported to have been reimplanted in the patient. The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00803 / 00804).